Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The transmitter (part number: stt-gl-004/serial number: (B)(4)/lot number: 5209264) being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. A voltage test was performed and the transmitter has no voltage. There is no shared data available for review. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.